Event description:
The customer reported that during use the handle locked closed after sealing. There was no injury to the patient. The surgical time was not extended. The event did not prolong the hospital stay.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.